Event description:
It was reported to boston scientific corporation that an ultratome xl was used during a papillotomy procedure. The exact procedure date was unknown. During the procedure, the cutting wire of the ultratome xl broke. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.